Event description:
Customer called to report that the access 2 immunoassay system generated erroneously elevated tsh (thyroid stimulating hormone) results above the normal reference range of the assay for three patient samples. Repeat testing of the patient samples by an alternate method as well as customer's access instrument produced lower results below the normal range of the assay, which fit the clinical picture of each patient and were not questioned by customer. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. There was no death, injury or change to patient treatment attributed to or associated with this complaint. The customer technical specialist (cts) attempted to troubleshoot the event to resolve the failing system checks obtained by customer at the time of the event, but was unable to resolve the issue. The cts then generated an onsite service request.

Manufacturer narrative:
The field service engineer (fse) inspected the instrument, but did not detect any hardware issues at the time of service. The fse was able to verify hardware for customer and no issues were observed during the service visit. In conclusion, the cause for this event is unknown and could not be determined based on the supplied information. The fse verified proper instrument performance, and customer has not called back to report any further issues relating to this event. (B)(4).